Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of bilateral undercorrection, observed on a patient at five months post lasik treatment. Patient noted as not happy with treatment outcome and squinting to see in the distance. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another report will be filled for the fellow eye.